Event description:
A pt self-tester reports that protime microcoagulation system results were lower than results at doctor's office. On (B)(6) 2011 protime generated inr 1.2 at home. Pst was tested by doctor and generated inr 2.7 twice. Pst returned home and protime generated inr 1.2. Pt's therapeutic range is inr 2.0 to 3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: actual device involved in incident evaluated. Instrument device history record reviewed. There are no ncmrs, complaint trends or related CAPA/ncmrs identified. Result: record eval completed. Device operated according to specifications. Complaint could not be confirmed. Conclusion: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.